Manufacturer narrative:
Service was dispatched on (B)(4) 2011. The field service engineer (fse) determined that aspirate peri-pump tubing, the wash station drain valve, the substrate probe, and the precision pump assembly required replacement after reviewing customer data. After repairs were completed, a system check and quality control assessment were executed which produced results within specifications. An accutni 10 replicate precision run was also completed to demonstrate that the accutni assay was meeting precision claims. Although the fse replaced several hardware components prior to returning the instrument back into service, a definitive root cause has not been identified for this event to date.

Event description:
The customer reported that on (B)(6) 2011 cardiac troponin (accutni) results that did not meet the precision claims of the assay was generated on the access 2 immunoassay system. The number of potential discrepant results is unknown. The customer declined to provide any additional system, sample or patient related data. The laboratory performs all testing in duplicate prior to release out of the laboratory. Suspect results are rerun and assessed for validity prior to release. Suspect results were not reported out of the laboratory, and there was no death, serious injury or modification in patient treatment associated or attributed to this event.